Manufacturer narrative:
The customer's blood glucose reading provided with the initial report was incorrect. The correct information has been provided with this report. It was clarified that the customer's blood glucose was between 223-325mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings. The customer's blood glucose was 191 mg/dl and the sensor glucose was 70 mg/dl at the time of the incident it was also reported that customer's blood glucose was 433 mg/dl. Caller reported that customer was exercising and blood glucose did not go down. Caller was transferred to the sensor department.